Event description:
(2) 2.5 drills broke consecutively in the patients tibia.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the drill bit broke could be confirmed. Due to the condition of the fracture site (homogeneous surface and deformation of the edge) it can be assumed that the drill bit broke under torsional overload. Indications for any material, manufacturing or design related problems were not determined in the investigation. If more detailed and relevant information about the complaint event becomes available the investigation report will be updated.

Event description:
Two (2) 2.5 drills broke consecutively in the patients tibia.